Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Adverse event report is being submitted due to customer's husband contacting doctor due to the meter's high results. Manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. Husband called on behalf of the customer. The customer is concerned with test results obtained of 179 and 189 mg/dl. The customer¿s expected fasting blood glucose test result range is 90-130 mg/dl. Customer was not using the proper testing technique. The customer feels well and did not report any symptoms. Husband stated he called customer's doctor on day of event, (B)(6) 2020 about the results obtained with the truemetrix meter being high; the doctor advised him to call the manufacturer. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. Customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (time/date not set): (B)(6).

Manufacturer narrative:
Sections with additional information as of 29-jul-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.